Manufacturer narrative:
The lead remains implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with these right atrial (ra) and right ventricular (rv) leads underwent an magnetic resonance imaging (MRI) scan. After the scan, the physician reported the ra lead exhibited oversensing of ventricular events. The rv lead had increased pacing thresholds of more than 4v. There was a question of whether this was due to the MRI. However, x-rays appeared to show the ra and rv leads were possibly dislodged. Technical services discussed further evaluation of the leads. It was noted there is potential for MRI to cause an increase in pacing thresholds values, but if the leads had moved from the original implant location, this could be the reason for the increased thresholds and oversensing. No adverse patient effects were reported. The field representative later reported that no intervention was performed; the patient remained hospitalized for inflammation not related to their implanted system and the physician was still considering the next steps.